Event description:
It was reported the system failed to boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The bios were configured during the service call. The reported issue is currently under investigation.